Manufacturer narrative:
(B)(4). Additional information and the return of the reported device have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records have been identified and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that part of a hook on a uniglide femoral extractor had broken off.

Manufacturer narrative:
(B)(4) final report please note: this MDR was originally filed on 20 apr 2016 to an esubmissions test account. The relevant device manufacturing records have been reviewed and it was found that this device was manufactured in december 2009 and conformed to material and dimensional specification when manufactured. Corin surgical instruments have an expected life span of five years, especially when subject to high usage rates. This particular instrument had been in the field for approximately seven years and thus exceeded this. It has been concluded that the damage observed on this instrument would have been sustained through normal use over seven years. A replacement device has been provided to the customer and corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that part of a hook on a uniglide femoral extractor had broken off.